Manufacturer narrative:
Patient age and weight were not made available from the site. On 09/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/14/2016 a medtronic representative, following-up at the site, was told that the depth electrode placement for epilepsy procedure date was 8/10/2016. In trouble-shooting, the site surgical team performed post-op scans to confirm placement, found the 1 centimeters inaccuracy, determined the cause to be related to the distance to target with respect to the gap between a non-medtronic 2.4mm reducing tube and medtronic's 2.6mm sleeve. The site then contacted the reducing tube medical device manufacturer for a solution, however, the sleeve made by them is too narrow for the medtronic precision aiming device (pad). Um is requesting a 2.5mm sleeve for the pad. Per the surgeon, shorter distances from pad to target are not significantly effected by the 2.4mm/2.6mm difference, only longer distances. The impact on the patient was not explicitly discussed. No further details were known/provided. On 10/06/2016 software investigation completed. Findings are that the site staff was using non-medtronic reducing tube. Software is functioning as designed. On 10/11/2016 a medtronic representative reported the surgeon stated "there was no delay to the procedure, no harm to the patient was caused in any way, the lead ended up being useful to my team". The surgeon did not share any further patient information. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative received a report from a site on 09/14/2016, that while in an electrode placement procedure performed on (B)(6) 2016, it was alleged that the site was inaccurate 1 centimeter. The procedure was for a deep target and the 2.6 guide tube was utilized from the vertec biopsy kit and used with a adtek 2.4mm reducing tube. No further details were provided. It was reported that the surgeon completed the procedure with the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.